Event description:
The customer reported that while the unit was on internal battery, plugged, the screen blinked. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The pm pcba was installed in an fi test ventilator along with a discharged fi test backup battery. The test ventilator was powered up from ac and delivered breaths. The ac led indicator turned on, the charging led indicator illuminated and flashed indicating charging, the charging led indicator turned solid amber when the backup battery was fully charged and the backup battery measured 16.5 volts indicating it was fully charged. The test ventilator was powered up from backup battery and delivered breaths. The ventilator operated on backup battery power for two hours during which time post was executed 25 times without failure. The test ventilator displayed never blinked while running on backup battery power. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The power management (pm) pcba was tested and no failures were identified.